Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient's caregiver reported that the dexcom g5 mobile receiver reinitialized without recovery during a sensor session. The patient experienced a hypoglycemic event, passed out and got a bump on their head. The caregiver treated the patient with glucose tablets. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.